Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a hospitalization event on (B)(6) 2014. The customer's blood glucose at the time of admission was 521 mg/dl. He stated his blood glucose was high in the morning and when it did not decline, he went to the emergency room. Troubleshooting for high blood glucose found the customer was feeling sick, similar to having heart attack. The customer was treated for their high blood glucose with insulin injections and an IV. No additional information provided.